Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery cap was stripped and could not be removed. Customer attempted to remove battery cap with a quarter and flat head screw driver and was unsuccessful. Customer's blood glucose was 560 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stripped battery cap coin slot and cracked battery tube threads.